Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult needle disengagement. The following information was provided by the initial reporter: coming apart really hard, was sticking. Once started to find vein it was hard to come apart. Causing mild bruising to the patient. Hard to advance. May be a sharpness issues, it is going into the vein harder than usually, used to be very smooth. There is resistance.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult needle disengagement. The following information was provided by the initial reporter: coming apart really hard, was sticking. Once started to find vein it was hard to come apart. Causing mild bruising to the patient. Hard to advance. May be a sharpness issues, it is going into the vein harder than usually, used to be very smooth. There is resistance.